Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during the implant procedure on (B)(6) 2020, the physician described that the right atrial lead placement was difficult. The physician described that it took several times to position the lead to in order to obtain acceptable values. During that same evening, the patient had complained of chest pain and was moved to the critical care unit. An echo was performed, and there was no pericardial effusion observed; however, the implanting cardiologist felt that the lead had caused a perforation. On the morning of (B)(6) 2020, the pacing threshold was measured, and based on the values, the referring cardiologist felt that the atrial lead may have been irritating the pericardium. The lead was repositioned on (B)(6) 2020; however, satisfactory pacing and sensing could not be achieved. Under flouroscopy the atrium did not appear to be contracting, and the physician felt the atrium had become "silent". Therefore, the lead was fixated in a different location in the right atrium. On (B)(6) 2020 the device check showed the measurements were slightly high; however, the physician elected not to intervene again. The device remains implanted, and no further complications were reported.